Manufacturer narrative:
Updated information: h6 investigation type changed to b18. Additional information was provided which states that the device was discarded post-explant.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support a 68 year old female admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared.on the day of insertion the right leg became ischemic with occlusion after the insertion of the impella cp via the 14fr introducer. The 14fr had been peeled away prior to the ischemia being diagnosed. To troubleshoot and the team placed an external fem-fem bypass to perfuse the limb. Pump remains on for support to date with no further intervention noted.the patient has survived to date.